Event description:
Per complaint (B)(4), a patient experienced severe pain due to trigeminal neuralgia being triggered as a result of dental implant placement. The patient was reported to be in unbearable pain and extreme discomfort due to nerve damage and the condition was discovered one week after placement. The implant was removed.